Event description:
It was reported that there are concerns of hydrogen advisory for the reported subcutaneous implantable cardioverter-defibrillator (s-ICD) .there was 43 % battery life remaining 10 months ago on the device. The device is now in elective replacement indicator (eri) status. The device is still in service. No adverse patient effects were reported. According to the additional information received, the patient is refusing device explant at this time.